Event description:
The reporter stated that she did meter to hcp meter comparison tests, side by side in the doctor's office. The results was 300mg/dl on her meter vs 204 mg/dl on her doctor's meter (type unknown.) She did not have any symptoms. The lifescan rep reviewed qc procedures and discussed meter/lab testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8